Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the distal segment of the lead was returned analyzed and analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The returned lead distal segment was thoroughly analyzed electrically and visually (including destructive analysis) in an attempt to find an explanation for the decreased impedance and insulation breach described in the event. There were no anomalies observed on the returned distal segment. An in-vivo insulation breach or conductor fracture was not observed during analysis. All electrical and visual analysis was within specified parameters. The lead was returned with severe explant damage. Only a 26 cm of the distal segment was returned. The full lead was not returned. (B)(4)

Event description:
It was reported that the patient's right atrial (ra) lead had decreased impedance and a suspected insulation break. The lead was explanted and replaced. No patient complications have been reported as a result of this event.